Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not remove air from the cartridge during the loading step. Customer removed and replaced insulin in the cartridge. Blood glucose (bg) was almost 500 mg/dl and a bolus was delivered. Bg did not lower. Reportedly, customer loaded a new cartridge onto the pump. Upon follow up, bg had lowered to 411 mg/dl.